Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis revealed that the reported issue most probably resulted from the wear of a component of from a mechanical shock.

Event description:
Reportedly, the power connector of the home monitor was broken. Preliminary analysis revealed that the reported issue most probably resulted from the wear of a component of from a mechanical shock.

Event description:
Reportedly, the power connector of the home monitor was broken.

Manufacturer narrative:
Expertise of the subject home monitor confirmed the reported behavior and revealed that the power supply connector was broken. The root cause of this issue could not be determined; however, it could result from the wear of that component or from a mechanical shock.